Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of an unexpected restart from the insulin pump. The customer's blood glucose level was unknown. The customer stated that a temporary basal was not programmed before the unexpected restart alarm. The customer stated that alarm did not occur shortly after inserting a new battery. The customer was advised to monitor the pump and call back if the issues recur. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with all operating currents within specifications and passed functional testing including the rewind test, self-test, a21 error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected a21 alarm noted during our testing. No unexpected pump restarts or reset time date anomaly noted. The insulin pump had minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.